Event description:
Customer reported receiving a calibration error alert. Customer stated that he is a dentist and may have bumped the sensor. The sensor's reading was 186 mg/dl while the blood glucose reading was actually 86 mg/dl. Customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.